Manufacturer narrative:
Additional information was received that the malfunction would not cause a complete loss of ventilation. Rather, the malfunction would only cause loss of mechanical ventilation. The event description was corrected.

Event description:
It was reported that there was an error resulting that could result in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in complete loss of ventilation. There was no patient involvement.